Manufacturer narrative:
The reported complaint of thermogard xp ivtm console (sn (B)(4) ) displayed an unknown error message with alarm was confirmed during the functional testing. Based on the functional testing, and archive data review, the customer reported unknown error message was found out to be mid:08 (post stuck key) error message. The root cause of the mid:08 error was due to a stuck display button under the display head panel, likely due to wear and tear. The thermogard console is a reusable device and was manufactured on december 2009. The device has been operating for 11 years and has exceeded its expected serviceable life of 5 years. During visual inspection, noticed that the display button for temperature setting was stuck. The event log was reviewed and confirmed the occurrence of the mid:08 error messages. Thus, confirming the reported complaint. During initial functional testing, the console displayed mid:08 error message upon power up. The display head was replaced to remedy the issue. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4) .

Event description:
During patient use, the thermogard console (sn (B)(4) ) displayed an unknown error message with alarm. Following this, the console was powered off and on, and the console again displayed an unknown error message with alarm . The console was replaced with another thermogard console and continued with ivtm therapy. No consequences or impact to patient.